Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed and the alarm log could not be reviewed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. This alarm occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.